Manufacturer narrative:
The reported event was patient syncope. Final analysis found the device to operate normally. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented at the hospital for syncope. The pacemaker was explanted and replaced, and the patient was stable.